Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently attempted to deliver a bolus without user input; the customer did not deliver the bolus. The customer's blood glucose (bg) level was 412 mg/dl. Review of the pump history logs by tandem technical support verified the customer manually entered 279 grams of carbohydrates for bolus calculation. Customer maintained belief that pump attempted to deliver a bolus without user input. Reportedly, the customer continued to use the pump for insulin therapy.